Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010709, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010709". If the count of complaints equals or exceeds 3, further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6010709 was manufactured according to the work instruction (wi) version 75 and manufactured in the line 10 on 11-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested no physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was over 400 mg/dl at the time of the event caused by tubing issues. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. Patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010709, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010709". If the count of complaints equals or exceeds 3, further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6010709 was manufactured according to the work instruction (wi) version 75 and manufactured in the line 10 on 11-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested no physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.